Manufacturer narrative:
Omit: a1601 - device alarm system (1012), b17 - device not returned, g0600101 - alarm, audible, c20 - no findings available, d15 - cause not established. Additional information: device available for evaluation, returned to manufacturer on, device return to manufacturer, device evaluation by manufacturer, reason code for no evaluation, if other specify, imdrf annex a, g, b, c, and d grids and manufacturer narrative (chr and DHR statements). A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device displayed an error code 354.6770. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired, or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the device displayed an error code 354.6770. There was no patient involvement.